Event description:
The pump was returned for investigation. Investigation found that the keypad buttons had tactile issue, there was contamination on the button contacts, the battery compartment was cracked, there was evidence of moisture intrusion in the pump, and the display was dim and discolored. This report is made based on results of investigation completed on 10/06/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked above the grip pad and in the threads area. Moisture was evident inside the battery compartment and inside the pump. A leak test showed the pump was leaking where the cracks were located. The pump powered up to a dim and discolored display with the auditory and vibratory features. The keypad cover was torn, all the keypad buttons responded intermittently and contamination was found under all the button contacts. (B)(4). (B)(6).